Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing on the ventricular lead was noted on a stored egm. Programming changes were made. Further actions will be discussed with the physician.

Event description:
New information received indicates that patient presented with non-sustained ventricular oversensing via merlin.net. Post-paced t-wave oversensing was noted. Ventricular pacing continued throughout the episodes. Programming changes were recommended.